Event description:
Boston scientific received information that the associated implantable cardioverter defibrillator (ICD) was interrogated, and the device showed a predicted longevity of less than one year to explant. It is suspected the battery is depleting earlier than expected. A save to disk was sent to boston scientific technical services (bsc ts) for review. It was also noted this right ventricular (rv) lead displayed a loss of capture (loc) due to lead dislodgement, and caused a perforation. A lead repositioning procedure will take place in the near future. The decision was made to explant and replace this rv lead, and associated device. There were no adverse patient effects reported. Subsequently, additional information was received that bsc ts reviewed the save to disk, and discussed that the high power of the associated device was due to a malfunction of some type.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated a complete lead was returned. A curved, slightly kinked, stylet was returned inserted in the lead. The polytetrafluorethylene (ptfe) was bunched in several places, and the clear medical adhesive (ma) was torn/separated from the expanded polytetrafluorethylene (eptfe) at the proximal end of the proximal spring electrode, and the proximal spring was stretched at this point. There was blood/body fluid noted in the helix housing. This rv lead passed the continuity test with manipulation. The initial allegation of lead dislodgement could not be confirmed through analysis.